Event description:
Customer reported that platelets (plt) were failing on startup on their coulter ac·t diff hematology analyzer. The customer also stated that the instrument was generating erroneously high wbc and platelet results. There was no report of death or serious injury with this event and no erroneous results were generated or reported outside the laboratory. There was no reported change or effect on patient treatment. The platelets are failing on startup and the customer stated that they had to run startup on the instrument many times to get it to pass. The customer is sending all samples to another facility for testing. The results from the other facility were considered in the normal range. These results were accepted as correct by the customer. The customer stated no manual smear was performed to confirm results.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and confirmed an issue with the startup/background results on the hematology instrument. The fse noticed that not all the probe rinse fluid was being cleared when rinsing the probe and that the instrument fluidics needed to be decontaminated. To resolve the issue the fse decontaminated the instrument and repaired the probe wipe, which included the replacement of tubing. The instrument was verified to meet published performance specifications and considered operational. Bec internal identifier - case(B)(4).